Event description:
I had my very first ever facial filler procedure done on (B)(6) 2021. I have no history of previous fillers or plastic surgery of any kind. I had 1 cc of juvederm voluma xc injected into each cheek, done by (B)(6) in the (B)(6) area (B)(6). It was uneventful at the time, and I was pleased with the results at the time & for the months following. However, on (B)(6) (5.5 months after the filler injections), I woke up to a swollen left cheek, with no causal reason I could think of. I saw (B)(6) office, they advised dissolving the filler. However, I have concerns about the negative effects of hylanex (hyaluronidase) on the skin of the face, and wanted to address it more conservatively first, as I didn't want to make a bad problem even worse. They prescribed a predinose pack and amoxicillin. No help. I saw a second dermatologist and they said the same thing: dissolving the filler was the only solution, and using hyaluronidase is apparently the only option. There are many frightening stories online from consumers who have had terrible experiences with hyaluronidase and this concerns me a lot. (Note: had pfizer covid vaccines on (B)(6) and (B)(6) 2021, and had a routine and uneventful teeth cleaning on (B)(6)). The swelling has continued since and worsened. I have attached photographs above of how it looks today, 12 days after it started. Extreme swelling of cheek, under eye, and even lower down in cheek. I would like to bring this up to the FDA as it seems that there are much greater risks with these facial fillers than people are aware of. At this point, if you are aware of any other similar cases in the (B)(6) area and can refer me to a qualified physician who can help me resolve it, I would be very grateful. From medical articles I have read, there is a chance this could be a biofilm infection that was a result of the way that fillers are so cavalierly administered ¿ even by dermatology offices with good reputations. Here is an article of interest: https://www.ncbi.nlm.nih.gov/pmc/articles/pmc6390860. FDA safety report ID# (B)(4).